Manufacturer narrative:
(B)(6). The device was visually evaluated and the suture disorganized is wrapped around the handle. The inserter is in good condition and does not show any signs of damaged. The device was functionally tested by rotating the torque limiter knob functioned as intended, and the inner shaft rotated with no issue. The anchor was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. After the evaluation a definitive root cause for the reported issue could not be determined. A review of the device history records and complaint files confirmed that no additional complaints have been reported and no abnormalities were noted during the manufacturing process for this lot. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a labrum repair in the hip, the anchor broke when inserting the anchor. The fragment of the anchor was successfully removed with a grasper. A backup device was available to complete the procedure. There were no reported patient injuries. No other complications were noted.